Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the "foot pedal and morcellator unable to work with undriven, tested with 3 different morcellators but still has e09 error code. The customer rang whilst they were in a procedure and after advising to use another morcellator to see if the issue persists, she called back confirming the issue is still there and they had to cancel the case.